Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated elevated impedance readings for the lead located at l3. Surgical intervention was undertaken and an additional lead was implanted at the l5 vertebral level in order to provide. The physician opted to leave the l3 lead implanted. Postoperatively, the patient reported receiving effective therapy.